Manufacturer narrative:
The customer reported that the central nurse's station (cns) shows a bedside monitor in communication loss. The customer later reported that the communication loss issue had been resolved with not other information. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: on 08/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: on 08/09/2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I'm not familiar with this ticket. Attempt # 1: on 08/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: on 08/09/2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I'm not familiar with this ticket. Attempt # 1: on 08/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: on 08/09/2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I'm not familiar with this ticket. Additional model information: concomitant medical device: the following device was used in conjunction with the central nurse's station (cns): bedside monitor (bsm): model #: ni; serial #: ni; device manufacturer data: ni; unique identifier (UDI) #: ni; returned to nihon kohden: ni.

Event description:
The customer reported that the central nurse's station (cns) shows a bedside monitor in communication loss. There was no patient injury reported.